Manufacturer narrative:
(B)(4). 510 (k) # of similar product code of 826631: k914479. Upon completion of the investigation, a follow up report will be filed.

Event description:
Microsensor only allows negative icp readings. ICU dept removed microsensor and put in alternative unit of 626631 and readings were correct.

Manufacturer narrative:
The device has been returned for evlaution. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned for evaluation by the supplier. A review of quality records found that the device met all manufacturing and quality testing/inspection specifications prior to distribution. Evaluation of the returned device found that there was an unknown film on the sensor area that is not part of the manufacturing process. The device passed electronic, noise, linearity/hysteresis, and signal drift tests. Based on their evaluation, the supplier was not able to confirm the reported issue. The sensor functioned as intended. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.